Manufacturer narrative:
Investigation: one used trima accel set was returned to terumo bct for investigation. Visual inspection confirmed the presence of blood in the inlet coil and cassette (as far as the cps). The customer radio frequency (rf) sealed, removed and did not return the sample bag. The white donor line pinch clamp, white sample bag pinch clamp (sidewall clamp) and yellow pas line pinch clamp were in the closed position on receipt of the set. The white sidewall pinch clamp on the sample bag line appeared to fully occlude the tubing. No damage was noted on the sidewall clamp. The blue access line pinch clamp was in the open position on set receipt. The set was inspected for misassemblies, kinks and leaks - none were identified investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during the start of a platelet collection procedure on the trima device, a large quantity of air in the set came toward the donor. Per the customer, the verification and installation of the set went well with no issue reported. When start drawn was initiated and all three lines were primed with blood, air was noticed in the lines and the blood circuit clamp on the inlet line was closed. Per the customer, no serious injury occurred and no medical intervention was required for this event. Patient ID is not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.5. Investigation is in process. A follow up report will be provided.

Event description:
Pursuant to EU personal data protection laws, the patient (donor) identifier is not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h6 and h10. Additional correction: staff at this site were retrained by the terumo bct technical implementation service engineer. Root cause: review of the run data file showed the ¿ac line obstruction failure¿ non- recoverable alarm (alarm 10) was generated during the ac inlet prime phase. This alarm was generated because the pressure reading at the aps sensor dropped more than 80 mmhg. More specifically analysis of the run data file, signals showed the aps reading first unexpectedly increased during ac prime, indicating a clamp was opened and/or donor was connected early. After this unexpected pressure increase, the pressure reading at the aps sensor suddenly dropped to -87 mmhg and the ¿ac line obstruction failure¿ non- recoverable alarm was presented. At the beginning of ac prime, the ac and inlet line are primed with acd-a and the ac and inlet pump are running simultaneously. The air present in the ac line is pulled towards the manifold and will, when the donor line clamps remain closed be pulled into the inlet line by the inlet pump to be evacuated into the channel. During the ac priming sequence, the system expects the pumps to be pulling against closed needle and sample bag line clamps. This will lead to a negative pressure reading at the aps sensor. The aps signal showed a sudden unexpected increase, indicating, the possibility the donor was connected and the needle line is unclamped during the ac priming sequence, the pumps will pull blood from the donor, leading to a positive pressure reading. It is possible, though not conclusive the operator observed air in the ac line moving towards the manifold when the donor was connected and donor line clamps were opened. If blood enters the tubing kit during ac priming sequence, coagulation in the tubing kit is unknown and therefore the procedure must be terminated. The donor information was not entered, the start draw button was never reached and the procedure was never started. Based on photographic information, it is confirmed that the donor was connected to the device during ac prime.

Manufacturer narrative:
This report is being filed to provide additional information in b.5 and h.10. Investigation: the run data file was analyzed for this event. Review of the run data file confirms that the tubing kit was loaded successfully and passed the tubing set test. During the tubing set test, the system performs a pressure test to verify the integrity of the tubing set, the pump function, and the pressure limits of the access and return pressure sensor. The aps graph during the tubing set test looked completely normal, no alerts or alarms were generated. The run data file analysis did not conclusively identify the cause of air being present in the sample bag reported by the customer. It is possible, though not conclusive that the blue sample bag clamp did not fully occlude the sample bag line, allowing an undetectable amount of air being pushed into the sample pouch. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide corrected information in e.1. Investigation is in process. A follow up report will be provided.

Event description:
The customer declined to provide donor (patient) identifier.

Manufacturer narrative:
Investigations: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Updated investigation: the run data file (rdf) was analyzed for this event. Review of the run data file showed the ¿ac line obstruction failure¿ non- recoverable alarm (alarm 10) was generated during the ac inlet prime phase. This alarm was generated because the pressure reading at the aps sensor dropped more than 80 mmhg. More specifically analysis of the run data file, signals showed the aps reading first unexpectedly increased during ac prime, indicating a clamp was opened and/or donor was connected early. After this unexpected pressure increase, the pressure reading at the aps sensor suddenly dropped to -87 mmhg and the ¿ac line obstruction failure¿ non-recoverable alarm was presented. At the beginning of ac prime, the ac and inlet line are primed with acd-a and the ac and inlet pump are running simultaneously. The air present in the ac line is pulled towards the manifold and will, when the donor line clamps remain closed be pulled into the inlet line by the inlet pump to be evacuated into the channel. During the ac priming sequence, the system expects the pumps to be pulling against closed needle and sample bag line clamps. This will lead to a negative pressure reading at the aps sensor. The aps signal showed a sudden unexpected increase, indicating the possibility the donor was connected and the needle line is unclamped during the ac priming sequence, the pumps will pull blood from the donor, leading to a positive pressure reading. It is possible, though not conclusive the operator observed air in the ac line moving towards the manifold when the donor was connected and donor line clamps were opened. If blood enters the tubing kit during ac priming sequence, coagulation in the tubing kit is unknown and therefore the procedure must be terminated. The donor information was not entered, the start draw button was never reached and the procedure was never started. Based on photographic information, it is confirmed that the donor was connected to the device during ac prime. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide updated information in e.1 and e.3, and additional information in h.10. Investigation: alarm #10 occurs during ac prime, so no donor should have been connected at this point. The failure is that the donor was connected prematurely (confirmed by blood in sample bag tubing and inlet line). Correction: per the trima accel operator's manual, preface, page xix, states "do not perform venipuncture until you are prompted by the display screen." Operators should wait to connect the donor and open the needle line clamps until the trima accel system gives the prompts and the instructions on connecting the donor. Ensure operators are trained to understand that connecting ac and connecting the donor are prompted at different screens. The ¿do not connect donor¿ icon is a safety feature that appears on the screen until it is safe to connect the donor. Investigation is in process. A follow up report will be provided.